Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include physical injury, conscious pain and suffering, and bodily impairment, including but not limited to undergoing surgical procedures, enduring hospitalization, and constantly enduring pain.